Event description:
The account alleged that the bed did not have functions. The battery light-emitting diode light was on. No impact or injury.

Manufacturer narrative:
The account stated the bed did not have manual functions or an audible alarm. The account replaced the f2 fuse to resolve the issue.